Event description:
It was reported that during an implantable pulse generator (ipg) changeout, the right ventricular (rv) lead insulation was cut by the physician. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.